Event description:
Mesh implanted (B) (6) 2001. Started having problems (B) (6) 2002. Pt having severe pain. Bulge felt in area of mesh implantation. Burning sensation. Pt has been seen at ER numerous times. Physician states that mesh may have to come out.